Event description:
A patient, with a new implant dual chamber that morning, while on the floor, had loss of capture from the rv lead. This was interrogated with intermittent capture. The patient was then brought back to the ep lab and lead revision performed with new lead implanted. Notes from the (mid-(B)(6)) afternoon operative note: indications: an (B)(6) male with history of complete heart block, had a dual-chamber pacemaker implanted earlier today. He was noted to have intermittent loss of ventricular capture. Removal of pacemaker lead: on fluoroscopy, the existing pacemaker lead appeared to be in the same position as placed before. A 58 cm stylet was placed in the body of the lead. The anchoring sleeve was removed. The outer screw was retracted and this lead was removed intact from the body. ....the patient tolerated the procedure well with no complication. Notes from the morning operative report: implantation of pacemaker with leads: 1% lidocaine was used for local anesthesia, which was infiltrated in the left pectoral region. A 7 cm horizontal incision was made in the left pectoral region, which was extended down the pectoral muscle. A wound pocket was created in a subcutaneous plane. Over one of the guidewires, a 7-french venous sheath advanced through this venous sheath, ventricular pacemaker lead medtronic model 5076, 58 cm, was advanced into right ventricle and positioned in right ventricular septum. R-wave was 9.2 millivolts and the right ventricular capture threshold 1.4 volts at 3.5 msec. Lead impedance was 680 ohms. ....the patient tolerated the procedure well with no complication.